Event description:
It was reported that the customer received a button error alarm on the insulin pump during a bolus programming attempt and the numbers were scrolling. Her blood glucose level was 97 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, insulin pump had an intermittent button response due to corroded up and down button on keypad trace. No unexpected numbers ramping during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.